Event description:
The customer reported the mx40 telemetry device display a speaker malfunction inop and has no audible sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported the mx40 telemetry device display a speaker malfunction inop and has no audible sound. The device was not in use on a patient at the time of event, there was no adverse event reported.